Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with settings on her replacement. The customer stated that her last blood glucose reading was 66mg/dl, but she treated with food and felt better. Days later, the customer called back and stated that her blood glucose has not come down under 500mg/dl. Advised the caller to go to the emergency room, but the customer declined to go or to troubleshoot. She stated that she did bolus of 8.4 units and gave 15.0 units thru manual injections, but her glucose level still was 465mg/dl. The caller mentioned that the doctor had changed her sensitivity, which it worked for a while, but it is not working anymore. The customer called back again to report being in the emergency room the night before. The caller stated that the blood glucose meter was reading "high", and she did not eat. The customer was using manual injections. The caller stated having a trace amount of ketones and has pancreas issues. No further information was provided.